Event description:
Customer reports obtaining results of 85mg/dl and 146mg/dl on the same device within 1 min. No action was taken based on device results. No adverse event reported and no treatment received. No qcs were used. Requested return of suspect device and replacement was sent.